Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was not returned for evaluation and medical records were provided. Material deformation, filter tilt, filter migration and retrieval difficulties was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf310f. Vena cava filter allegedly experienced migration of device or device component, difficult to remove, malposition of device, and material deformation . This report was received from a single source. This event did involve patient with no reported patient injury. The patient is (B)(6) old, male and (B)(6) kgs.